Event description:
It was reported that a flogard infusion pump alarmed failure code 38 during power-up. There was no patient involvement, injury or medical intervention related to the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of f-38 was confirmed during on-site evaluation. The force sensing resistor(fsrs)were found to be damaged and were replaced to resolve the issue. If additional relevant information becomes available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The customer reported condition was confirmed during the initial evaluation. The device is currently being evaluated on-site. Upon completion of the evaluation, a follow-up MDR will be submitted.